Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that the patient¿s right ventricular (rv) lead was not working and something was not right with it. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.